Event description:
It was reported that the user selected ¿no¿ when asked by the ilet whether a new infusion set was inserted, after which the agent provided guidance and the user filled the cannula once a contact detach infusion set was placed. Symptoms included none. Outcomes included successful troubleshooting and user education without alerts or alarms. Investigation included user interview and guided troubleshooting. Investigation of this case revealed user interaction error related to supply change steps, with device function restored after proper cannula fill using the contact detach infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error.